Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was in complete heart block. The right ventricular (rv) lead was noted with numerous paused events and exhibited intermittent/unstable capture. Reprogramming was initially performed, and a temporary external pacing pacemaker was inserted. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.